Event description:
It was reported that the pump insulin gauge was intermittently incorrect. There was no reportable impact to the customer's blood glucose level. The reported issue could not be confirmed.